Event description:
It was reported that the catheter was difficult to advance into the right inferior position and the patient experienced a drop in blood pressure, pericardial effusion, and cardiac tamponade. During a pulse field ablation (pfa) and radiofrequency (rf) ablation procedure a farawave nav catheter was used. The transseptal puncture (tsp was performed followed by pfa with the farawave catheter. It was noted that the farawave was difficult to advance into the left inferior position. Atrial flutter treatment was provided with an rf catheter after pfa was completed. Afterwards the patient's blood pressure dropped. Echocardiography was performed which revealed a pericardial effusion, and cardiac tamponade was diagnosed. The effusion/tamponade were treated by an unknown medical intervention. Despite the complications, the procedure was completed successfully. It was thought the tsp may have punctured the lower portion of the heart, or difficulty advancing the farawave may have contributed. The patient also had poor cardiac function which may have been a contributing factor. The current condition of the patient is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. When any further relevant information is obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.